Event description:
Follow up information identified the patient underwent surgical intervention to have the ipg explanted. Therapy was restored.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving therapy and is unable to communicate with the ipg. It was determined the ipg is inoperable. Surgical intervention may be pending to address the issue.